Event description:
The advocate called requesting assistance with the customer's contour meter. While troubleshooting, it was discovered that there were some missing segments. Segments a and g were missing in the ten's position and segment g was missing in the units position. No adverse event was alleged. Meter was replaced. The advocate was advised to return the customer's meter for evaluation.

Manufacturer narrative:
The initial reporter information was not provided.